Manufacturer narrative:
The reported events of sensing issues, low pacing impedance, helix mechanism issues, and damaged helix were not confirmed. As received, a complete lead was returned with its helix retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism revealed no anomalies or distortions in the helix or inner coil that would contributed to the reported field issues. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of a helix mechanism issue was isolated to a clogged helix with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital due to noise leading to pacing inhibition on the right ventricular (rv) lead. The lead was capped that was implanted in the left side of the pocket on (B)(6) 2025. During the implant replacement on the right side, low r-wave sensing and low pacing impedance were noted from the replacement rv lead at multiple locations. When the rv lead was removed, tissue was found in the helix, affecting the extension and retraction. The lead tip looked damaged, and the helix was slightly expanded. Another rv lead was implanted. There were no adverse health consequences to the patient.